Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: technical event: 232056 (plausibility between pambient and pfilter failed). Failure occurs during the general check. No patient involvement.